Manufacturer narrative:
The technician found the foot right brake caster was swiveling and not holding when brake is activated. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. The technician replaced the foot right brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the bed was found with a tag that stated broken steering. The bed was located in the bed shop of the facility. There was no patient/user injury reported. This reported was filed in our complaint handling system as complaint # (B)(4).